Event description:
It was reported that a patient presented in clinic with episodes of non-sustained right ventricular oversensing. Review of the egms revealed undersensing due to atrial pacing. The oversensing was caused from the patient being in a ventricular tachycardia that was slow enough for sensor driven ap events. The ventricular blanking on the near field channel was then causing a rate interval miss-match which triggered the event. Programming changes were recommended.

Event description:
New information notes that further episodes of oversensing were observed via remote transmission. Review of the egms revealed that the sensor driven atrial activity coincided with the ventricular sensed activity, leading to functional loss of capture and intermittent undersensing. Programming changes were made. The patient reported having no symptoms. Monitoring will continue.